Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient¿s first ins was not put in properly; it was just ¿hanging a little bit,¿ they could feel the ins was hanging and felt it was not right. They noticed this right after the ins was put in. It was noted that another healthcare provider had to ¿refix it or whatever.¿ no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the healthcare professional (hcp) called the rep to come and check the patient's device. They found that the generator was depleted, but there were no issues of the device "hanging", other than they could feel the ins under their skin more than they had wished. The hcp noted that, when they replaced the generator, they were going to revise the pocket for the patient so that it was placed a little deeper and not as superficial. The revision was successful and there were no issues with that device.